Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -7.00/1.0/017 (sphere/cylinder/axis) tore and a back up lens was implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.